Manufacturer narrative:
On 26 october 2022, the distributor reported the additional information: the pump history was checked, and it was confirmed that the pump shut off unexpectedly while charging on 05 october 2022.

Event description:
It was reported that the pump shut off unexpectedly while charging. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.